Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead found multiple broken wires in the paddle that are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-10718.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown. Concomitant medical products and therapy dates: model: 3286, scs lead, therapy date: unknown.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-10718. This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high impedance. As a result, the patient's leads were explanted and replaced.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-10718; follow-up revealed therapy was restored post-op.